Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The detailed investigation was able to confirm the loss of the imaging function on site. The cause was determined to be the imminent overheating of the x-ray tube, which is cooled by a cooling unit. The affected system displayed a corresponding error message, switched to the bypass mode and did not allow any further radiation triggering in order to protect the system from possible damage. This is a specified protective function of the system, which is a mitigation of the problem. After considering the available data, our system specialists consider the following two possibilities as probable causes: if the cooling system of the x-ray tube, not as described in the operating instructions, was filled with water. If the water evaporation via the cooling hoses of the system was so high that it significantly reduced the cooling capacity of the system. Both cases can no longer be verified as the cooling unit/pump was replaced. In the process, cooling medium was also refilled, which ultimately eliminated the error case. Since the service intervention, the system is working as specified. A possible general fault, which would require corrective measures of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an emergency procedure, the user reported the system went into bypass mode after switching it on. After the system was switched off and disconnected from the main power, the system could not be switched on again although the emergency release button was released. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.